Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that the patient had an angulated aortic neck but it was not outside of the IFU. The diameter of the proximal neck was 20-22mm and the length 20mm. It was reported that after implantation and ballooning, final angio showed a type ia endoleak. Ballooning was repeated and an additional angio showed there still appeared to be a small type ia endoleak. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information received: the cause of the type ia endoleak was confirmed as anatomy related. If information is provided in the future, a supplemental report will be issued.